Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured left internal carotid artery, aneurysm at upper end of the ophthalmic artery with a max diameter of 9.5 mm and a 8.3 mm neck diameter. The landing zone was 4.3 mm distally and 4.6 mm proximally. It was noted that the patient's vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered. . It was reported that the flow diverter stent ped-450-25 could not be smoothly deployed at the lower clinoid segment. Despite multiple attempts to push and shove it using the intermediate catheter and the phenom microcatheter, the flow diverter stent still failed to open properly. The flow diverter stent was then withdrawn back into the microcatheter in preparation for a bridging maneuver and redeployment. Upon ex vivo inspection, the stent was determined to be damaged and unsuitable for successful intravascular deployment. It was subsequently replaced with a ped-450-20 stent, which was deployed successfully at the lesion site. The flow-diverting stent was well opposed to the vessel wall, and angiography result post procedure of the aneurysm showed contrast stagnation. The pipeline was used for an indication that is approved (on-label).the reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.